Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 27mg/dl, 50 mg/dl and 119mg/dl, 25mg/dl and 95mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.